Event description:
Patient called in, the cadd legacy 6400 pump he was using to infuse his veletri gave a two tone alarm and error message 1320. The patient switched to his back up pump with no incident or harm done. Replacement pump and pump return box sent to the patient. (B)(4).